Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual analysis of the returned product confirmed that coating on the sheath was peeling. The investigation performed by teleflex medical confirmed the customer complaint that the coating was peeling off the sheath. However, based on the investigation, it did not appear to have been in this condition when it was shipped. There is no process performed by teleflex that would cause this non-conformance and the cause is inconclusive. The root cause is undeterminable.